Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 28jan2019. The customer troubleshot with philips technical support and was provided with parts and a price for the alarm light emitting diode (led) printed circuit board. The customer stated that the part was ordered to address the reported issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator front panel indicators were not active. No patient involvement. The event date was not specified; estimate used.